Event description:
It was reported that during laparoscopic pneumonectomy, the jaws did not close at the second firing. The device was used on a lung. It was case of interstitial pneumonia. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The cartridge was replaced because the doctor refused to use it.

Manufacturer narrative:
(B)(4) date sent 12/23/2024 d4 batch #832c13. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device (b) was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, the log indicates that the device opened before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. The condition noted on the event log has been correlated to the manufacturing process. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The event described could not be confirmed as the device performed as intended and it closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 832c13, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dk36, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.